Event description:
It was reported that during implant of a left ventricular lead the guidewire became lodged "in the vein." Retraction though the lead resulted in the guidewire separating into two sections with the distal portion still protruding from the lead into the vein. Removal of the lead also removed the distal portion of the guidewire. Another lead and wire were used . No patient complications were noted as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and all conductors were distorted. It was noted that there was blood/body fluid on all conductors (not obstructed), the guidewire was stuck in the lead, the lead appeared damaged at implant and the lead was stretched. (B)(4) the guidewire was broken. It was noted that guidewire was unraveled and appeared damaged at implant. Visual analysis noted that the proximal end of the guidewire was returned outside of the lead.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that during implant of a left ventricular lead the guidewire became lodged "in the vein." Retraction through the lead resulted in the guidewire separating into two sections with the distal portion still protruding from the lead into the vein. Removal of the lead also removed the distal portion of the guidewire. Another lead and wire were used. No patient complications were noted as a result of this event.